Event description:
It was reported that this device was found to be operating in safety mode after the device was interrogated. Boston scientific technical services was contacted and recommended an emergent device replacement procedure. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this device was found to be operating in safety mode after the device was interrogated. Boston scientific technical services was contacted and recommended an emergent device replacement procedure. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was confirmed to be operating in safety mode and no telemetry was observed. No anomalies were noted during visual inspection. The device was sent to the battery laboratory for additional testing. This investigation found that there was battery shorting associated with a torn tube insulation was likely caused by sharp notch corners on the tab portion of the cathode collector.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically-observed reversion to safety mode.

Event description:
It was reported that this device was found to be operating in safety mode after the device was interrogated. Boston scientific technical services was contacted and recommended an emergent device replacement procedure. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.